Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for blank display. Blood glucose was unknown. Customer reported that insulin pump stopped working. Customer reported that the screen is blank and will not come on. Customer reported that he changed the battery few times and it¿s not coming on and his blood glucose is high. The insulin pump will not be returned for analysis.